Event description:
The following info was provided on a device tracking registration form: stents not deployed, stents moved and would not go down vessel. Removed from patient. Additional info indicated the device had been snared. No patient complications were reported however as the instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.